Event description:
The customer reported being hospitalized due to high blood glucose of 424mg/dl. The customer stated that the symptoms prior to her admission were vomiting, dizziness, and weakness. The customer stated that the device was not functioning and had no delivery alarm. Troubleshooting was performed. The time, date, settings, and programming were correct. Reviewed the alarm history and found no delivery alarms. Ran a fixed prime test and the insulin did exit. Instructed the customer to remove the cannula and performed the fill cannula test, and it passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.